Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. No patient information provided after calls to customer 09/15/20, (09/16/20, and 09/28/20. Date of device manufacture year is 2002. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported a malfunction causing a loss of pressure mode of ventilation during a case. There was no report of patient injury.